Event description:
The ins was a back-up for a case today. The company representative went to top off (charge fully) the ins and only 6 coupling boxes with the occasional 8 boxes were obtained. Two different new rechargers were used and they both produced the same results. This is never the case when going to top of devices, every other instance 8 boxes are obtained. The company representative was concerned and the ins was going to be sent back to the device manufacturer.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly found. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm, 3 cm and while the ins was still in the original box, to see how many coupling bars the ins could obtain. With the ins still in the original box, 8 bars of coupling were observed. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good surescan restore ultra, indicating that this ins is working correctly with a recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.